Event description:
As reported: no issues with manta closure, but patient allegedly expired 3 hours post procedure due to complications unrelated to closure. Additional information on 04aug2022 from procedure hospital notes: this is an 82-year-old patient with history of symptomatic severe aortic stenosis, moderate mitral regurgitation, severe lvh, diabetes, htn, and hyperlipidemia. She had a successful tavr on (B)(6) 2022. The procedure was uncomplicated. After the procedure was completed, the patient became hypotensive. She also received a brief CPR in the cath lab. With multiple pressors her bp improved but still remains labile. Repeat transesophageal echocardiogram showed normally functioning prosthetic aortic valve, small pericardial effusion unchanged from prior to procedure, severe lvh, stat h&h was stable. She received ivf and multiple pressors and was transferred to ICU. She continued to decline hemodynamically despite escalation of pressors. This was discussed with family, and they decided the patient should be dnr. The patient continued to decline and was pronounced dead at 14:20 on (B)(6) 2022.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate access obtained in upper third of femoral head. Closure was completed with radiopaque lock well positioned, and no complications present. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left femoral artery. The procedure was uncomplicated, and closure was successful. Following the procedure, the patient became hypotensive and received brief CPR while in the cath lab. The patient received multiple vasopressors, blood pressure improved, however, remained labile. A repeat echocardiogram revealed prosthetic valve functioning normally, and unchanged pericardial effusion prior to surgery. The patient received IV fluids, multiple vasopressors, and was transferred to the ICU. The patient hemodynamically continued to decline despite the increase in vasopressors. Following discussions with the family, the family decided the patient to be a dnr. The patient continued to decline and expired three hours post procedure.